Manufacturer narrative:
The reported meter was returned and investigated. Investigation of the returned product determined the cause to be isolated to a damaged battery terminal. The meter was unable to power on. Meter was further investigated and upon visual inspection pry marks were observed on the outer edge of the battery holder therefore, the battery was unable to fit into the battery terminal. The complaint is not confirmed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.